Manufacturer narrative:
Event was reported under 3010536692-2020-00311. This is an additional component associated to the event.

Event description:
Allegedly, patient will be revised due to allergic reaction to cobalt chromium metal ions and particulate debris. Additional information received on 03/18/2020: mpo was informed that the revision surgery was canceled. Additional information received on 12/22/2020 from legal department (debby daurer): original and revision surgery dates, reason of incident, products involved in the case. Allegedly, the patient underwent into revision surgery due to metallosis throughout the joint with black staining tissue and necrotic debris. Black corrosive product noted at the head, neck, and neck stem modular junctions.

Manufacturer narrative:
Updated evaluation codes. See investigation.